Manufacturer narrative:
(B)(4). Prosthetic valve deterioration. The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. Depending on the severity of the stenosis, it may not require any intervention or it may require intervention. Without return of the device or additional information the clinical observation cannot be confirmed. In this case, the cause of the reported event is indeterminable; however, the patient's known medical history may have been a contributing factor to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, that a second device, a 29mm transcatheter valve, was implanted in the mitral position using valve-in-valve intervention due to prosthetic valve deterioration and severe mitral stenosis. The implant duration of the original device at the time of the procedure was ten (10) years. Both devices remain implanted. The patient was transferred to the open heart intensive care unit.